Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and failure to capture. The rv lead was capped on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Additional information: b1 ("adverse event" should not be selected), b2 ("required intervention to prevent permanent impairment/damage (devices)" should not be selected), b5, h1, h6.

Event description:
New information indicates that the right ventricular (rv) lead was not capped. Programming changes were made regarding the high pacing impedance and failure to capture.